Event description:
On 12/26/2007, a device was returned with a rescue battery pack that would not stay latched into the unit. Subsequent review of the electronic history file indicated that on approx five months later, during a rescue attempt, the battery pack was either manually ejected or it did not remain latched. For the same day, rescue attempt, it was reported that the pt did not survive.

Manufacturer narrative:
Evaluation of the device indicates a mechanical problem with the latch which keeps the device's battery in place. The electronic history file and follow-up with the end user indicates that the device, in this condition, had remained in service prior to and after the rescue attempt. If a latch were not able to secure a battery pack in place and the battery would be required to be reinserted, it would take approx less than 30 seconds to reinsert, power on and, if needed deliver therapy.